Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volbella® xc. Patient experienced vascular occlusion. Hcp treated the patient with "several vials" of hylenex to "dissolve the product". Symptom resolution is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional (hcp) reported patient was injected using a bd syringe and experienced a vascular occlusion of the left lower lip occurred 2 days post-injection diagnosed via ultrasound. Patient was treated with 38 vials of hylenex, valtrex 500 mg bid, and doxycycline 100 mg 2 days post injection. Hcp treated the patient the following day with 6 hyperbaric oxygen 90min sessions. The next day, the patient began a 7 day treatment with a poratal oxygen skin device. Hcp additionally commented that after the hylenex treatment, "product moved from left inferior labial artery to bilateral submental and bilateral mental arteries". Patient went to a second physician for further dissolving with an ultrasound. Symptoms resolved.